Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suture needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding the mega suture needle driver wires sticking out was confirmed by failure analysis.

Event description:
It was reported that wires were sticking out of the mega suture needle drive instrument. There was no report of patient involvement and no reported injury.